Event description:
The reporter did back to back blood glucose testing, within 10 minuites, and got results of 85,104,123,145 mg/dl. Tests were done using separate finger sticks. There were no symptoms. Reporter stated that she had never cleaned her meter. No control solution test was done due to unavailability of needed supplies.